Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755 serial: (B)(6); product type: 0213-recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. It was reported that they were having trouble charging their implant and the issue began a little over time. Patient stated they had a few different issues over time where the controller would not recognize the stimulator showing no device please try again and it was hard to plug the recharger into the controller. Patient stated most recently a couple weeks ago it would take a long time to connect and it would cut off when trying to charge the implant. Patient mentioned last night the paddle would over heat a little bit when placed over their implant, their might be a short and patient confirmed no patient harm. Patient noted that over time they felt like if they moved the paddle in a certain direction, the paddle started overheating. Patient mentioned the controller would go unresponsive when the recharger was plugged in and they would reset the controller. Agent instructed patient to check for damage; no visible damage to controller and recharger. The issue was not resolved. Patient mentioned that they were hot all the time and didn't do well with heat. A replacement recharger (rtm) was sent out.